Manufacturer narrative:
Returned instrument was evaluated. One of two pins designed to interface with the graft was sheared off.

Event description:
Surgeon had completed preparing the endplates for the placement of the bone graft. After having secured the bone graft into place, the surgeon began to disengage the inserter instrument at which point one of the two prongs broke from the base of the inserter. The bone graft remained secure and complete to the surgeon's approval. The broken prong remained in the bone graft and was readily removed from the bone graft and properly disposed. Surgery was not significantly altered and no patient injury was reported.